Event description:
The doctor attempted to use 2 clips. The first one took forever to deploy and finally it did. The second clip did not deploy until after 5 minutes of opening and closing the device and the doctor rotating the scope. It continued to remain stuck on the patient until the patient began coughing, and then it finally fell off. The clip remains on the device and bent. Manufacturer response for hemostatic metal clip for the gi tract, resolution 360 clip (per site reporter): we have returned all resolution clips with that lot number and the manufacturer has replaced them.